Event description:
Infusion set -mmt-378- for insulin pump separated completely where line inserts into reservoir cap. This led to no insulin delivery for an unknown period of time, including all or part of a meal. The infusion set was replaced immediately upon discovery. An identical separation occurred a second time using the replacement infusion set from the same lot five days later. The patient described is my daughter. And this is the first time I have seen this problem in over 4 years use of the mmt-378 infusion set. Now she is ever more careful with the pump and infusion sets, so I believe this is a defective lot that perhaps should be recalled.